Manufacturer narrative:
It was reported that a patient had elevated ion levels diagnosed on (B)(6) 2017. No revision surgery has been scheduled nor performed to the patient. The patient status is unknown. As of today additional information has been requested for this complaint but has not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. No revision has been scheduled for this patient. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a patient had elevated ion levels diagnosed on (B)(6) 2016. No revision surgery has been scheduled nor performed to the patient. The patient status is unknown.